Manufacturer narrative:
H6 impact code updated from additional device required to no health consequences or impact. H6 evaluation method code updated from device not returned to device not accessible for testing.

Event description:
It was reported that device migration and leak requiring intervention occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device and delivery system (wds) was advanced and the closure device was implanted after meeting release criteria and no leak was present . Two (2) months post index procedure at a follow up appointment, the closure device was noted to have migrated from its originally implanted position into the left atrium, and a new, unmeasurable leak was identified. This was confirmed by computed tomography (CT) scan and also transesophageal echocardiogram (tee) imaging. The patient required percutaneous retrieval of the closure device. It was further reported that although retrieval was initially planned, based on the physicians judgment, the management was changed to observation and no retrieval was performed. The closure device remains in the laa at this time.

Event description:
It was reported that device migration and leak requiring intervention occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device and delivery system (wds) was advanced and the closure device was implanted after meeting release criteria and no leak was present. Two (2) months post index procedure at a follow up appointment, the closure device was noted to have migrated from its originally implanted position into the left atrium, and a new, unmeasurable leak was identified. This was confirmed by computed tomography (CT) scan and also transesophageal echocardiogram (tee) imaging. The patient required percutaneous retrieval of the closure device.